Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
H2: follow-up type - additional / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. H10: additional manufacture narrative - additional. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the logic board- software incompatible causing error code 200.5040. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/12/2014 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.